Event description:
On 12/3/91, a padgett dermatome was used for skin grafting procedure on a 79 year old male patient. At the time of harvesting of the skin graft from the right thigh, the surgeon noted that the skin was not harvesting properly. This resulted in reddened and marked area to the patient's skin and necessitatefd use of a second padgett dermatome which did work properlyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.